Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited tip objective lens, adhesive part peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be caused by physical stress from bumping the distal end of the scope or dropping the distal end, or chemical stress from the chemical solution used. This event can be prevented by following the IFU: instruction manual ltf-s190-10 operation section for safe use: ¦ handling and general precautions: do not hit or drop the tip, rigid section, bending section, control section, universal cord, video connector, or light guide connector of the endoscope. Also, do not bend, pull, or twist them with excessive force. Doing so may damage the device, injure the inside of the body cavity, or cause burns, bleeding, perforation, or parts to fall off. Instructions for use ltf-s190-10 cleaning/disinfection/sterilization 3.1 application: methods marked as "applicable" in table 3.1 and table 3.2 may be routinely applied only when manufacturer's instructions are followed. Repeated use and reprocessing of endoscopes and accessories will cause gradual degradation. In addition, reprocessing methods that use higher temperatures and more aggressive chemicals will cause faster degradation. In general, sterilization is more damaging to equipment than disinfection. Before each case, inspect the endoscope and accessories for damage by following this instructions for use and the companion instructions for use, operation. 3.1 application: ¦ methods where only material durability has been confirmed: sterrad® 50/100s/200/nx¿ sterilization may cause deterioration of the adhesive of the insertion tube. In some cases, repairs such as replacing the insertion tube may be necessary. Inspect the device before use. For details, contact olympus. Olympus will continue to monitor field performance for this device.